Manufacturer narrative:
Limited information available at this time. Requested additional information and if or when more information is available, supplemental MDR will be completed.

Event description:
It was reported that after release second level of the filter, the filter could not be released. Filter remains in the patient. Additional information has been requested.